Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris extension set experienced underinfusion. The following information was provided by the initial reporter: bag 1 hung on (B)(6) 2023 at 2007, taken down on (B)(6) 2023 at 0125- infused 29hours- 5 hours over.

Event description:
It was reported that the bd alaris extension set experienced underinfusion. The following information was provided by the initial reporter: bag 1 hung on (B)(6) 2023 at 2007, taken down on (B)(6) 2023 at 0125- infused 29hours- 5 hours over.

Manufacturer narrative:
Investigation summary, a photo of the extension set connected to other unidentified sets was provided by the customer. The customer complaint of flow issues - accuracy could not be verified from the photo received. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.